Manufacturer narrative:
Visual inspections were performed on the returned device. The reported failure to deploy the suture was confirmed as a needle to cuff miss. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Femoral imaging was not performed. It should be noted that the deployment sequence in the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using two proglide devices with an 8f sheath after an atrial fibrillation ablation procedure. Reportedly, the suture stayed inside the proglide device for two devices. Another proglide device was used to achieve hemostasis. No imaging was performed of the access site prior to use of the proglide. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.